Manufacturer narrative:
Siemens has completed the investigation: based on aqc performance, calibration history, sample quality checks and related diagnostic evaluation during the time of the escalated events, the co-oximetry optical subsystem responsible for the measurement of nbili (as well as thb and the fractions) was very stable and appeared to be functioning as expected. From the provided dataset, the rp500e nbili on average recovered -2.2 mg/dl (38 umol/l) compared to the atellica ch tbil values. The cause for the apparent negative rp500e nbili bias discrepancy compared to the laboratory system may be influenced the matrix and methodology differences. Should the data prove robust, a customized set of nbili correlation coefficients may be used on the rp500e so that the rp500e nbili values more closely match those of the chemistry system. The rp500e nbili assay is a whole blood multi-wavelength direct (non-chemical) spectrophotometric measurement based on the jendrassik-grof diazo-reference method. Most laboratory chemistry nbili assays are single or dual wavelength measurement of bilirubin derivative utilizing a reactive chemistry measured on serum or plasma samples. The atellica ch tbil assay is a vanadate oxidase method. A number of factors can influence the nbili assay. Some of these factors include differences in methodology, preanalytical conditions due to the difficulty of neonatal specimen collection, insufficient mixing, time differences between comparative measurements, light exposure, hematocrit levels and potential optical interferences. Additional factors that may affect the measurement of bilirubin include presence of fibrin and/or interstitial tissue, intralipid (lipemia), turbidity, triglycerides levels and abnormal concentrations of hemoglobin in the red blood cells. Chemistry based bilirubin assays may be impacted by hemolysis, triglyceride and/or intralipid levels. A definitive root cause for the reported nbili discordances is undetermined.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Cx, r1 and .txt files have been received for investigation. The customer stated that multiple patient correlations studies were performed prior to installation of the new rp500e s/n (B)(4) which showed good correlation. Also stated was that the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant low nbili results on several patients when compared to another siemens lab analyzer. There was no report of injury due to this event.